Event description:
It was reported that the mobile power unit (mpu) was alarming with no lights and not plugged into the wall. The batteries were replaced with no resolution of the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation did not confirm the reported event of mobile power unit (mpu) alarmed with no lights while not plugged into an outlet. On 18jul2024 the mpu was tested at the european distribution center. The mpu was received in good condition, powered on as intended, and passed functional testing. The mpu was returned to the customer site ready for use. A root cause for the issue could not be determined as the event was not replicated during testing. The device history record for the mobile power unit were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit (serial number (B)(6)) was shipped to the customer on 10nov2023. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their mobile power unit. The section also instructs the user to contact thoratec corporation for assistance if there is an alarm but not light activated for the mobile power unit. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.